Event description:
A customer pierced their finger with an axsym probe during manual cleaning of the probe. The probe pierced through the customer's glove and bleeding occurred. The finger was washed and disinfected and the customer was given intravenous immunoglobulin (ivig). All hepatitis markers were negative and a follow-up check will be conducted in one month. No adverse outcome was reported.

Manufacturer narrative:
(B)(4). A product labeling review found the abbott axsym system operations manual to contain adequate information and cautions for the described issue. A historical/quality data review of 12 months of complaint documentation and quality metrics did not identify any adverse or non-statistical trends of an axsym probe safety issue. No systemic deficiency or adverse trend of an axsym probe safety issue was identified during this evaluation.